Event description:
Customer called to report that he removed a pod 1.5 days into wearing it because his blood glucose levels were elevated and ranged between 113-319 mg/dl. Customer was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filed with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.